Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system was having connectivity issues. When they positioned the mobile view station (mvs) umbilical cable in a certain position the pendant booted and got stuck on "system booting please wait", as they positioned the umbilical cable in a different position the system booted normally. This was discovered after a case was already complete, they were moving the system to the storage room. There was no patient present when this issue was identified. Onsite investigation was performed and the field engineer suspected that the issue was caused by the mobile view station (mvs) interface cable. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as the cable passed all tests and functioned as intended without issues. Deliberate re-positioning did not reproduce the reported problem. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was having connectivity issues. When they positioned the mobile view station (mvs) umbilical cable in a certain position the pendant booted and got stuck on "system booting please wait", as they positioned the umbilical cable in a different position the system booted normally. This was discovered after a case was already complete, they were moving the system to the storage room. There was no patient present when this issue was identified.